Manufacturer narrative:
Additional information: h6. An event of patient death reportedly due to heart failure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a regent valve was implanted due to aortic stenosis on (B)(6) 2021. It was noted that the patient died on (B)(6) 2021, during hospitalization after undergoing the aortic replacement surgery. The cause of death was noted as heart failure. Additional information was requested but was unable to be obtained